Manufacturer narrative:
On (B)(6) 2020, mentor became aware of erroneously submitted data in the previous report. Section h5. Labeled for single use? Was incorrectly marked "no." All breast implants are labeled for single use. Section h5 has been correctly updated to "yes." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma. Medical device removal. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast reconstruction revision with an unspecified mentor 700cc siltex implant and experienced a seroma on the left side post-operatively. As a result, the patient underwent explantation and replacement on (B)(6) 2014.